Manufacturer narrative:
It was noted that no additional information, medical records, or the device would be made available due to hospital policy. The exact cause of the event could not be determined because insufficient information was provided. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other events for the reported lot. Device not available.

Event description:
It was reported that the patient's right hip was revised - poly only due to poly wear.